Event description:
It was reported that during a cadaver lab with one of the clinical reps, the curette (from the stride manual instrument set) broke while trying to shave the bone down. The investigation confirmed device had reached the end of its useful life, demo instruments are used a lot.

Manufacturer narrative:
H10 h3, h6: the device was used intended to be used during treatment and was returned for evaluation. There was no serial number provided for DHR review so it could not be concluded if the device met the manufacturing specifications. A complaint history review found a similar complaint for the reported issue. The relationship of the device and the reported event has been established. Visual inspection found that the two parts are a tapered pressed fit connection. The curette was returned to the original equipment manufacturer for evaluation. The original equipment manufacturer investigated the cause of the failure and are attributing it to "heavy use". The original equipment manufacturer confirmed that the part cannot be properly repaired due to the press-fit assembly. The OEM noted that they put lock tight in the handle to better hold the curette end of the instrument and would send the part back to bbt. It was noted that when the part was received by bbt, it would be taken out of service. Therefore, the root cause of the reported was unit was beyond serviceable life.